Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of the returned device found the implant to be fractured at the toggle. The saddle was severed in two and the zip strands were free. The exact cause of the failure could not be determined. The user facility was notified of the event on (B)(6) 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. (B)(4).

Event description:
It was reported that patient underwent a procedure utilizing a zip tight ankle syndesmosis device on (B)(6) 2011. During the procedure, the surgeon was zipping the implant down to tighten the fixation and the suture broke. Another device was available to complete the procedure without significant delay to the procedure. There was no injury to the patient as a result.